Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed swollen irritated nipples. Patient advised the straps on the garment brush across the nipples and cause pain. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician took him off the medication atorvastatin. Follow up indicated that the irritation is improving. Reporting out of abundance of caution.